Event description:
The customer reported the external paddles did not discharge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the external paddles did not discharge. There was no reported pt involvement. The customer replaced the paddles and resolved the issue. The paddles were not available for eval. We will consider this a malfunction of the external paddles where the paddles did not discharge.